Event description:
It was reported that (1) mcl20 was used during a urological procedure. It was reported by the rep that the surgeon used mcl20 to ligate vessel. The clips were not holding securely on vessel and fell off. The surgeon used reuseable clip applier and clips to ligate vessel and complete the case. There was no consequence to pt.